Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 corrected: d4 (expiration date), h4. The reported event could not be confirmed due to lack of product/event information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported items and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: ¿ diagnosis: adverse reaction to metal ions. ¿ regional anesthesia. ¿ deep down, note cloudy, whitish liquid, typically seen with reaction to metal ions. Cultured. ¿ granulomatous tissue at acetabular level, cancellous graft used. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 139252 m2a-magnum 42-50mm tpr insrt-6 125600 157448 m2a-magnum mod hd sz 48mm 871800. G2: foreign: canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient had an initial left total hip arthroplasty. Subsequently, the patient underwent a revision surgery due to metal related pathology. The stem was retained, and all other components were revised without complication.